Event description:
It was reported by service report that the foot end lift bar is broken and could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.